Event description:
Zoll customer support contacted a (B)(6) female patient to exchange her monitor. The patient's download revealed 'pulse test relay check fault' flags. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105 - pulse test relay fault) has been confirmed. Upon investigation the monitor failed a pulse test. Upon receipt the monitor had conformal coating on the interboard connections, (B)(4). Once the connections were cleaned the monitor passed the pulse test. The root cause of the conformal coat on the connections was unable to be positively determined, but was likely an error in manufacturing. No adverse event resulted from the defective monitor. The patient received a replacement monitor.